Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 07nov2007 to present date 20jan/2021, and note that this device has been returned for service once, without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that there was an unknown issue with the device. There was no patient involvement.